Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer's blood glucose (bg) was 600 mg/dl; cause was not known. Insulin injections were administered to address bg. As event occurred in the past, tandem technical support recommended customer discuss event with a healthcare provider.